Event description:
There was an allegation of discrepant results with the elecsys hiv duo assay for a patient sample tested on a cobas e 801 analytical unit compared to hiv supplementary testing. (B)(6) 2025: elecsys hiv duo: 56.5 coi reactive (hivag 0.261 coi) elecsys hiv duo: 62.4 coi reactive (hivag 0.253 coi) elecsys hiv duo: 67.2 coi reactive (hivag 0.239 coi) (B)(6) 2025: the sample was sent to another laboratory for hiv supplementary testing, and the result was negative.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). Qc and calibration data were acceptable. The product labeling states, "all initially reactive samples (results = 1.0 coi) should be re-determined in duplicate with the elecsys hiv duo assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests. For diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination and other findings." The elecsys hiv duo assay performs within specification. The cause of the event could not be identified. However, false reactive results may occur in hiv testing (e.g. Elecsys hiv duo), the specificity is claimed <100%.